Manufacturer narrative:
Unchecked "user facility". Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures and the use of the device are associated with numerous risks. Neurological dysfunction (icva) is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal surgical and post implant patient and pump management, including therapeutic anticoagulation guidelines with a warning to maintain anticoagulation within the recommended inr range of 2.0-3.0. The root cause or contributing factors to the neurological dysfunction (icva) and the relationship to the device or treatment cannot be determined based on the available information. Clinical and patient factors are possible contributors to the events. There is no evidence to suggest a relationship to any device performance or manufacturing issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Adverse events that may be associated with the use of the vad system include neurologic dysfunction and stroke as outlined in the labeling. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by the hospital that the patient spouse stated that around 7:30 pm on (B)(6), "patient got up from the toilet and noticed that his left arm and leg were not moving properly". Spouse also noted "slurred speech and left facial droop". No report of lvad alarms or changes in flow. Patient was taken to emergency department (ed). Labs were drawn in ed with an inr of 2.8, head CT scan was negative for bleeding. Patients reports that about 1-1.5 hours after onset of symptoms, he began to improve. Blood pressure on admission was 104/77 with lvad setting were 2580 rpm, 4.6 lpm, 4 watts. Patient was transferred to implanting center for further management. On transfer, primary team noted very mild left motor deficit and left ptosis which is likely present at baseline due to prosthetic eye. Neurology was consulted with impression highly concerning for tia/stroke due to cardioembolism in the setting of lvad. Mean arterial pressure (map) goal to 90 per neurology. A follow-up head CT showed the presence of a new lesion possibly representing acute infarct. Attending cardiologist, states that this event is related to the lvad system. Discharged from hospital on (B)(6) 2015 to home. Patient is status 1b on transplant list. No further information available, investigation is ongoing.